Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a decrease in the estimated remaining longevity was observed. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product was disposed by the explanting hospital, so it is not available for return and analysis.